Event description:
Documents received allege pt death while device was in use. The document stated on (B)(6) 2010, the pt was admitted to the hospital for the treatment of kidney stones. On an unspecified date and time, it was alleged that the pt was connected to another MFR pump to deliver unspecified IV fluids and "was also connected to a 'lifecare model' pt controlled anesthesia (pca) machine" to deliver unspecified pain medication. No specific programming parameters were provided. At unspecified times "throughout the day" on (B)(6) 2010, a nurse "started various bags of IV fluids and IV pain medications." At an unspecified time during the afternoon, a nurse "started a bag of IV fluids." At unspecified times during the night, 2 bags of unspecified IV fluids were started. The documents state on (B)(6) 2010 at approx 0145, "a nurse passed by (the pt's) hospital room and heard one of his IV pumps beeping." Upon entering the hospital room, the nurse found the pt "unresponsive and a code blue was called." At 0230, the pt expired. The autopsy indicated the cause of death as "150ml of air in (the pt's) heart." No additional info was provided. It is noted that the hospira pca pump requires use of compatible vials that have a maximum volume of 30ml.

Manufacturer narrative:
At this time, it is unk if the device will be returning for eval. If the device is received, a f/u report will be submitted. (B)(4).